Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she inserted a new sensor and received a lost sensor alert. She tried to reconnect to it and it did not work. Blood glucose value is 131 mg/dl. Customer stated she tried to remove the transmitter but the sensor came out; sensor was bent. Customer inserts in arm as she gets better results. Customer reported that she had two sensors that broke when she tried to insert them. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The sensor cannula was also found bent. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used.